Event description:
The patient called lfs alleging that the one touch ultra meter was reading innaccurately low. The patient decided to visit medical practitioner when they noticed the low readings. However, the medical practitioner tested the patient and obtained a relatively normal reading. Patient had recently gone through a renal transplant and is currently prescribed " cyclosporin " and " vycelone". The patient also reported blood glucose results of 94 mg/dl with a lifescan meter and 148 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy , thereby indicating a potential malfunction of the meter in terms of accuracy. The patient neither alleged harm nor experienced injury or medical intevention due to the meter. The technical service representative walked patient through a control solution test and the result fell within specifications. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable due to accuracy.